Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6), 2011 and (B)(6), 2012 subsequently expired after the use of the product.